Event description:
In 2000 account performed hiv testing as part of an exposure incident. The employee who was exposed was a known hiv positive pt. Hiv testing for exposure on the employee was done by accident. During testing of the employee, the lab received a negative result for suds hiv, with positive results for sanofi eia and western blot. The test results were not reported out of the lab. In 2001, the lab stated that the specimen could have been mis-labeled. The employee was re-drawn, and tested on the same test systems: suds hiv was negative, sanofi eia and western blot were positive. There was no impact to pt management. The account is unwilling to provide any pt (employee) info.